Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the complaint by reading the message on the instrument screen. The issue was reproduced by powering on the instrument and resolved by replacing the cpu battery. No further action required by field service. The aia-360 instrument is functioning as expected. Cpu battery (part# 019601) was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported issue was due to failure of the battery as the voltage was lower than the labeled specification. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 28jul2019 through aware date 28aug2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2001 - rtc power on clear: description: an internal clock backup error occurred. Troubleshooting: reset the date and time. If this problem reoccurs, contact the service department. 5002 - no response from slave: description: slave response not detected error troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 5029 - csum error (param): description: control parameter checksum error. Troubleshooting: turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. 5030 - csum error (reagent): description: test file checksum error. Troubleshooting: turn the power off and on again and check the test file and calibration curve. If this problem reoccurs, contact the service department. 5031 - csum error (result): description: assay result checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 5032 - csum error (operation list): description: error log checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to a battery failure on the cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 2001 rtc power on clear, 5002 no response from slave, 5029 csum error (param), 5030 csum error (reagent), 5031 csum error (result), 5032 csum error (srrlog) on the aia-360 instrument. The customer reports receiving this 2001 rtc power on clear internal clock backup error. When the 360 is turned on. The customer observed the 2001 rtc power on clear internal clock backup error while the instrument was turned on, with the screen displaying a box with a checkmark for ok. The customer pressed ok and an exam menu appeared displaying errors 5002, 5029, 5030, 5031, and 5032. On the printout it appears that the date and time are incorrect reading 15/01/01 and 46/01/00. The technical support specialist (tss) instructed the customer to attempt to turn the instrument on in test mode to adjust the clock but the customer was not able to access the test mode because the instrument would alarm consistently. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.